Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed several troubleshooting procedures, and determined the cable, ict pre amp to ict (rohs) was the cause of the issue. The part was replaced, and the issue was resolved. There have been no further occurrences of discrepant results after the replacement of the cable, ict pre amp to ict (rohs). An instrument service history review revealed no additional erratic or discrepant patient results reported for c803749. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the cable, ict pre amp to ict (rohs) or the architect c8000 system. The c8000 erratic result rate is within acceptable limits with no trends identified. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem, elevated concentration, and erratic sample results. The architect c8000 system service and support manual provides removal and replacement procedures for the cable, ict pre amp to ict (rohs). Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated sodium results generated on the architect c8000 processing module for one patient. Sid (B)(6) generated the following results on (B)(6) 2021: sodium initial result was 182 mmol/l, repeated 141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.